Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
At the beginning of an rf procedure, the generator displayed an error message. Troubleshooting efforts were unsuccessful and back up equipment was not available. The patient had been given a local anesthetic when it was decided to cancel the procedure.